Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having anterior lumbar interbody fusion and <(>&<)> posterior fixation l4-s1. It was reported that when the cement for l4 screws were being injected, the surgeon had difficulty injecting the cement. There appeared to be too much pressure, that is not enough flow from the tip of the cementing system. The other levels were cemented without issue. When the voyager cement system was being removed from the voyager towers, the voyager cement tips remained insitu inside the voyager tower in the tulip head. The surgeon retrieved these tips using some basic instruments, it required some force to remove. At the point of this issue the cement had not yet cured. There were no patient symptoms reported. There were no further complications reported regarding the event.